Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had diabetic ketoacidosis. The customer¿s blood glucose level was in the range of 66 mg/dl. The customer's current blood glucose is 75 mg/dl. The customer was treated with juice and fanta for low blood glucose. It was reported that the customer was not using auto mode. The insulin pump will not be returned for analysis.